Event description:
It was reported that during implant the implantable cardiac monitor (icm) was unable to be interrogated. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis confirmed reported no-telemetry failure. The device was incurring crystal errors thus causing a delay in telemetry response or no telemetry. If information is provided in the future, a supplemental report will be issued.